Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/25/2015 with the following findings: a battery compartment crack was observed. Investigation revealed the display screen was dim and discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack and a dim and discolored display screen. This report is made based on results of the investigation performed on (B)(6) 2015.